Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4). Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the distal end. The most distal row of struts had been raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The tip od was measured and was within specification. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. Predilation was performed with a 2.0 mm non-bsc balloon catheter.  A 20 x 2.25 promus premier¿ stent was selected to treat the lesion; however, the device was unable to cross the target lesion. The procedure was completed with a 2.25×12 non-bsc stent. No patient complications were reported and the patient¿s status was good. However, device analysis revealed stent damage.